Event description:
The writer received a report from home care services on (B)(6) 2011 of a patient who had 3 broken minicaps. The writer contacted the home patient on (B)(6) 2011 in regards to a report of 3 cracked minicaps. She said she noticed them cracked when she was about to take it off her transfer set for therapy later in the day. She said the cracked minicaps were over the course of a few days on separate days and she always called her nurse about them. She did have all three minicaps available. She said she had to show her nurse the minicaps first and then she would send them back to baxter. She said she contacted her nurse and her nurse told her to remove the cracked minicap and put on a new minicap for a few minutes and then remove that minicap and attach another new minicap. Her nurse also gave her antibiotics as a precautionary measure. Since then she has been resuming therapy successfully. There was patient involvement, but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded, therefore no evaluation could be performed. The problem was not confirmed. The root cause was undetermined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.